Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt with an intrathecal baclofen pump may need a catheter revision. The hcp suspected that the catheter was malfunctioning and planned for a replacement. Per this reporter: "I think the pump itself is working fine".